Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The sensor glucose was reading 43, and blood glucose value was 150 mg/dl at the time of the suspend. Troubleshooting was performed. The customer indicated they had blood at site and that the sensor was curved upon removal. Blood glucose at the time of the call was 163 mg/dl. The sensor will be returned for analysis.